Event description:
In the process of placing a needle into the right kidney introducing guide wire part of the wire sheared off and was left in renal canal. Dr informed no change in procedure no adverse outcome. Pt to have renal stone extraction in operating room the next day with plan to remove sheared wired part out at that time. The guidewire was removed 100% by dr during surgery conducted the next day. The shreaded fragment can be sent upon request.